Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the torque limiting handle was not returned, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. A torque limiting handle reportedly malfunctioned during final tightening of the bolts in a connector because the handle did not torque off as intended. The surgeon reportedly felt that the bolts were tightened sufficiently; however, it could not be confirmed because the handle was not returned for analysis (after reasonable attempts were made). A review of our inspection records indicated that the handle was last inspected in may of 2017, at which point it was within specification, so the incident occurred just two months later. It is possible that the handle fell out of specification between the time it was last inspected and the time of the subject surgery.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a torque limiting handle malfunctioned during final tightening and that the connector being tightened was removed and replaced. On 9/7/2017, additional information was received explaining that the connector was not replaced and remains in the patient. As a result, it is possible that the bolts in the connector were not adequately tightened. Surgery took place (B)(6) 2017.